Event description:
It was reported that the procedure was rescheduled. A rotablator rotalink plus 1.50mm was selected for treatment in a percutaneous coronary intervention. The patient was sedated. During preparation testing it was noted that the device was making abnormal sounds and the desired speed could not be reached. The procedure was rescheduled for the following day due to this device could not pass the preparation testing. The procedure was completed with another of the same device the following day. No patient complications were reported.

Manufacturer narrative:
B3: date of event - (B)(6) 2021 was selected as it is the first day of the month of the aware date. This date was selected as an event date was not provided.

Manufacturer narrative:
Date of event - (B)(6) 2021 was selected as it is the first day of the month of the aware date. This date was selected as an event date was not provided.

Event description:
It was reported that the procedure was rescheduled. A rotablator rotalink plus 1.50mm was selected for treatment in a percutaneous coronary intervention. The patient was sedated. During preparation testing it was noted that the device was making abnormal sounds and the desired speed could not be reached. The procedure was rescheduled for the following day due to this device could not pass the preparation testing. The procedure was completed with another of the same device the following day. No patient complications were reported.